Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Investigation is in progress. Results of investigation will be submitted in a supplemental report. (B)(4).

Event description:
It was reported that three days post cryoablation procedure, the patient had bloating and visited another hospital where they were diagnosed with gastroparesis. The symptoms of the gastroparesis disappeared afterward and the patient was making good process. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files did not show any system notice on the reported date of the procedure. No indication of product malfunction and no product to be returned. This was a known clinical adverse event encountered post-procedure.